Event description:
It was reported that the patient presented for follow-up; upon interrogation the atrial lead exhibited loss of capture and sensing. Fluoroscopy confirmed that the lead had dislodged. The lead was deactivated by reprogramming. The patient condition was good.

Event description:
On (B)(6) 2014 the lead was repositioned successfully. On (B)(6) 2014 during follow-up the lead exhibited loss of capture and undersensing again. The lead was capped and replaced.